Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 508 mg/dl. To address the bg level, the customer delivered a correction bolus with the pump. System check with tandem technical support was performed and showed that the pump was performing as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.